Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during segmental segmentectomy of the apical segment in a laparoscopic bullectomy procedure, an automatic surgical stapler was used, however the jaw was locked on tissue, which increased surgical time to 30 minutes or more. A manual auxiliary accessory was used but, the load did not open using the same method. They performed seizing of the tissue with grasper type tweezers in the previously stapled portion. With movements, the lung tissue was released from the load in both directions without damage to the pulmonary parenchyma. Furthermore, a new device was replaced to finalize the procedure. Finally, the patient status at the time of this report is alive with no injury.